Event description:
The customer reported that there was evidence of the patient tissue tearing while the device was cutting. The customer also noted that the jaws of the device could not be easily removed after sealing the tissue. A second device was used and the same issue occurred (reference 3006451981-2013-00021 for second device). There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.